Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was bent and drilled which could cause heat and noise. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by dropping or hitting the attachment against something which bent the tip causing the burr to drill into it. The assignable root cause was determined to be due to user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an orthopedic spine surgery, it was observed that the craniotome device was rattling and getting hot. There were no delays to the surgical procedure as an identical spare device was available to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.